Event description:
The customer reported that the ventilator was alarming due to a battery failure and shut down during use on a patient. The customer reported there was no patient harm. The customer reported when the device was unplugged for battery usage it turned off with no battery power. Review of the device diagnostic log noted the reported battery failure at the device shut down. The manufacturer's service technician was unable to duplicate the reported problem. The service technician reported when ac power was removed, the device switched to battery power as specified. The service technician replaced the internal battery and power management pcb board as a precaution to address the findings. Performance verification testing was completed and passed per operating specifications. Per the device user manual, to reduce the risk of power failure, the user must pay close attention to the battery's charge level. The battery's operation time is approximate and is affected by ventilator settings, discharge and recharge cycles, battery age, and ambient temperature.